Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/30/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that an alternate blood glucose test site was used (palm). No additional event or patient information is available. Labeling indicates: do not use alternative blood glucose site testing (blood from your palm or forearm, etc.) For calibration. Alternative site blood glucose values may be different than those taken from a fingerstick blood glucose value and may not represent the timeliest blood glucose value. Use a blood glucose value taken only from a fingerstick for calibration. Alternative site blood glucose values might affect sensor performance, and you might miss a low or high blood glucose value. The sensor was not returned for evaluation; however, the transmitter (lot number 5215898, serial number (B)(4)) being used at the time of the event was returned. An external visual inspection was performed and passed. A global transmitter final functional test was performed and the transmitter passed. Reported fault could not be reproduced with the transmitter. Data was not provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined post investigation.